Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: (B)(4), manufacturing date: 17-apr-2020, expiration date: 31-mar-2029, part number: 04.004.555s, 11mm ti cannulated tibial nail ¿ ex/375mm-sterile, lot number: 52p3107 (sterile). Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: 13l9337. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, while drilling, the surgeon hit the nail and devices (insertion handle, cannulated screw, protection sleeve, drill sleeve, aiming arm for supratellar, titanium cannulated tibial nail, and drill bit) did not line up completely. The procedure was successfully completed with no surgical delay. No patient consequences. This complaint involves seven (7) devices. This is report 6 of 7 for (B)(4).

Event description:
Concomitant devices reported: nail (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.